Event description:
It was reported the patient lost their balance and fell twice the day of this report. The patient was stooped over, had difficulty walking, and had a hard time stopping. The patient stated the symptoms were strange and had never happened before. The implantable neurostimulator (ins) was on and okay and programmed to 2.2v on the left and 3.1v on the right. Stimulation was turned down by 0.2v on each sides and the patient was not tremoring. Prior to today, the patient had not had any falls, trauma, or procedures. The patient had been using a lights wellness led system and wellness therapy on their knees and neck every day for the past two weeks and they had not encountered any issues using the system. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0n0xr, implanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0p59t, implanted: (B)(6) 2014, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).